Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was selected to dilate the lesion. The balloon shaft was kinked outside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. Additionally, there was damage to the hypotube. Microscopic examination and tactile inspection presented no irregularities or damage to the shafts of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Inspection also revealed a complete hypotube separation 53cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).